Manufacturer narrative:
Unable to download to care link pro due to multiple displayable history check failed on startup alarms noted in history screen. Displayable history check failed on startup alarms were due to corrupted history file. Unit received with minor scratches on lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to upload from carelink. Customer's blood glucose level was 14.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.